Event description:
Reference MDR# 1219856-2010-00358 for the first event and MDR# 1219856-2010-00359 for the second event involving the same pt. It was reported that the third intra-aortic balloon (iab) tray was opened. The md reduced the intra-aortic balloon (iab) size, thus attempted insertion of iab-05830-lws which was again met with the same issue of not being able to advance catheter through the super arrow-flex (saf) sheath. The md stated that "the final 1/3 of the iab appeared to get stuck in the sheath." The md removed the iab and the sheath and asked for a fourth iab tray. The iab was prepped and inserted without incident. There were no reported pt complications or injuries. The delay in therapy was noted as only "minutes while another iab tray was opened." The pt outcome is "stable."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.